Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a motor error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed motor error and the buttons were unresponsive during infusion set change and basal delivery. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time was not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.